Manufacturer narrative:
(B)(4). The entry does not represent the date of birth of the patient and should be read as ¿no information.¿

Event description:
Per (B)(4), cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further. Customer reports that transmitter lost connection and signal did not return.